Event description:
The dr claims the following: the graft was implanted for a femoral-popliteal bypass. While the pt was being closed, it was observed that the graft was bleeding graft through a longitudinal crack at the apex of the hood (taper created by surgeon at the end of the graft). The dr stated that this occurred when tying off the sutures (round, tapered needle used). The pt was then reopened to patch and stop the leakage. The quantity of blood lost through the graft is unknown and appears, at this time, to be unattainable. The graft was left in. The pt is ok.